Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they found air bubbles in the tubing and reservoir. The customer's blood glucose was 452 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the insulin pump was not rewound with a reservoir in place. The customer stated that the insulin was not stored by room temperature. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.